Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the casters were damaged and did not lock all the way in brake. He replaced the caster supports to repair the bed.